Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device and determined there was no problem found. The device passed all testing and is ready for use. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the device did not pass the functional test. There was no patient involvement.